Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called in to sunmed. Their external device was lost, and everything hurt; the patient experienced a zapping sensation and was unable to sleep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient reiterated their controller was stolen. Patient reported the stimulation went off yesterday and patient did not feel it anymore. Redirected to sunmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported they were hurting from head to toe or in a lot of pain. Pt stated about january or so, their stimulator was not working so they called their hcp, and they were told that they will send them a new controller. Pt received the controller with a dummy controller about 5th of january, and they charged the device but for some reason the controller must've fell out and they lost it. Pt mentioned they were having a 'real bad' pain so they called for another controller. Pt mentioned that they hcp will do another procedure, and they will get them 'another one' because their stimulator got them 'zap' then all day long and was not getting any type of relief. Pt said they couldn't get to sleep because of the issue, so they turned the device off. Agent made an outbound call because the patient was not able to hear the agent. Pt stated that they were in a lot of bad pain because they don't have something to control the pain even if they take medicine. Pt suddenly asked why they send them a controller and a dummy controller. Agent reviewed information. Pt stated that the hcp is going to do a procedure on friday, and they think that their hcp is going to give them 'another one'. Pt said they will call someone at the doctor's office to find out what is the procedure is for. Agent reviewed information. Agent provided the sunmed phone number. When agent was about to transfer the patient to sunmed for controller replacement, pt disconnected the call.

Event description:
Additional information was received from the patient (pt). Pt called back and requested information about their ins that was implanted on march 13th. Pt stated they were unaware of the device name or brand. Pt noted that they had not received a controller. Pt mentioned that they had the old scs for quite some time and repeated previously documented information. Pt also mentioned having issues with their old scs device and noted that even though the ins was fully charged, it was not giving them relief. Pt stated they had a severe fall and noted that their issues with the device became worse afterward. Pt mentioned that when they visited their pain management doctor, they started getting 8-9 shots for their back until they decided to give them a new device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.